Event description:
Reportedly, the instrument stapled correctly, however, the tissue was not cut completely. The surgeon performed another anastomosis with a new device. Procedure: laparoscopic sigmoid resection.